Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97745, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient was recharging and took the recharger off their body but did not end the charge session. About an hour later they returned to their car where they left the controller and it said it was locked up. The patient could not recall the screen but noted that it said to call the manufacturer. Patient services read off a few codes and the patient thinks it was a call the manufacturer system problem code. The patient needed to recharge their ins because it turned off and they were in pain so their son took the back off and reset the controller. They were able to charge the ins fully and turn it back on but they were still in pain. They even turned the stimulation up to 4.5 and then 4.9 volts but it did not feel any different than 3.5 volts. Normally if they turn the stimulation up they would feel the stimulation sensation like an electrical current but they were not feeling it as much and they think they should be and their pain is not being addressed. During the report they confirmed that the controller was successfully connected, the ins was at 90% and the controller at 100%. They were able to access programming with no warning screens. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the cause of the system problem error code was due to leaving the device on charge, and not unplugging it. They also stated that a manufacturing representative reprogrammed their device, which resolved their lack of stimulation and pain. The patient noted that they weighed (B)(6) at the time of the event.